Event description:
It was reported that, "as from a previous operative note dated (B)(6) 2009, dr (B)(6) appeared to remove a bipolar prosthesis 46mm trident cup with a 6.5 x 20mm screw and utilized a constrained liner with a 22mm+0head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.